Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Visual examination of the returned device found the outer sheath torn from the coil. The handle label had been removed by the customer. The side car-rx was torn at the distal end and presented pushback out of specification. The basket was folded and the tip of the basket was intact. The basket was manually unfolded and found the basket would open fully and present no deformation. The condition on the returned unit was consistent with the complaint incident that the outer sheath was torn. Moreover, the device presented side car-rx torn and pushback out of specification. Most likely, the device was without issue until the third pass during the procedure. Therefore, the most probable root cause is "operational context."

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, after three passes with the trapezoid basket, the outer sheath was found torn. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results; side car-rx (guidewire port) pushback.